Manufacturer narrative:
The subject device was received at olympus malaysia service center on august 01, 2022. The initial evaluation of the device noted the footswitch self activated. The device is currently on the way to the legal manufacturer for investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
It was reported during delivery and testing the field service engineer found an abnormal function after connecting the device to the generator. According to the reporter, testing found unable to control the pedal function and the unit auto deliver the energy when connected. The device was tested with another generator and similar problems found. The issue found during installation and no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the reported complaint was confirmed. The footswitch assembly activated automatically when plugged into a generator. Internal inspection found that the potted interface between the footswitch was found to have assembly anomalies. It was noted the large gray wires were stripped back and tinned. These wires should be blunt cut only. The shockpulse instructions for use states, "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." Olympus will continue to monitor field performance for this device. Added d4, d9, g2, h3, h4.